Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was displayed as "high"; cause was not known. Ketone level was moderate. Manual insulin injection was administered to address bg. As event occurred in the past, recommendation was made to discuss event with their healthcare provider.